Event description:
This report is to advise of a displaced electrode and exposed internal conductor wire being found on the catheter during analysis.

Manufacturer narrative:
One uni-directional, curve d, flexability sensor enabled ablation catheter was received for evaluation. Dissection revealed conductor wires 1 and 2 were found fractured just proximal to electrode 2, consistent with the open circuit detected and the reported signal issue, as well as electrode ring 2 being displaced and its respective conductor wire being exposed. Electrodes 3-4 met specifications of acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire remains unknown.